Event description:
It was reported opsite flexifix gentle is not sticking because the adhesive is staying on the plastic, not the dressing. Caregivers are being very careful how they take of the backing but to no avail. The products were used on a patient. It is unknown how the treatment was completed nor if there was a delay. No patient harm reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include temperature or raw material issues, IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.